Event description:
It was reported that a tdsxr-mcg powered wheelchair elevate was making popping noises and intermittently working. The chair also showed a red screen. The dealer found a smashed wire when servicing the chair.